Manufacturer narrative:
The pod arrived not deployed. As the needle mechanism never deployed, it is impossible for the pod to have deployed early. The download data shows the device generated an 0x10 alarm, indicating reset due to system alarm and watchdog computer operating properly (sawcop) expiration, at the end of first prime, prior to when the needle mechanism is intended to deploy. No timeouts or drive stalls were seen in the data. No damages or deficiencies were observed that would cause the reported needle mechanism failures. The cause of the observed 0x10 alarm could not be determined.

Manufacturer narrative:
Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 smartphone operating system: tp1a.220624.014.g781vsqsihxl2 smartphone hardware: sm-g781v. Cgm sensor type: g7. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the needle mechanism had fully deployed before the pod was able to be used. It was reported that the cannula fully retracted back into the pod. The pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation.